Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock and pacing impedance measurements of greater than 2000 ohms and 125 ohms respectively. Surgical intervention was performed and the rv lead was tested with a pacing system analyzer which again, led to out of range measurements. As the rv lead was unable to be removed from the patient, it was surgically abandoned instead and replaced. No additional adverse patient effects were reported.